Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning caused by leakage at control section. Identification of the material was a seed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1) (B)(6) hospital of northern norway, tromsø - noting due to character limit. The device was returned to olympus for evaluation and the reported event was confirmed due to foreign material in the nozzle. In addition to the foreign material found in the nozzle, other evaluation findings are as follows: water tightness was lost due to damage on the angulation knob; the air/water cylinder and the suction cylinder were discolored; there was a cut on switch#2; the control unit had a crack; the insulation resistance value at the distal end did not meet the standard value due to a burn on the plastic distal end cover; the bending angle in the down direction did not meet the standard value due to wear of the angle wire; there was a cut on the image guide protector; no illumination was obtained due to breakage of the light guide bundle; the light guide lens had a crack; the universal cord was wrinkled; and there were scratches on the flexibility adjustment ring, the objective lens, the universal cord, and the connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope was clogged and displayed a high pressure alarm on channel 1 and 2. There was no report of patient harm. The device was returned, evaluated, and a foreign material resembling a seed was found inside the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.